Event description:
The account alleged that the side rail will not stay up. No patient impact.

Manufacturer narrative:
The technician replaced the side rail center arm assembly and side rail arm to resolve the issue.